Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a broken rash on their left and right side. The patient¿s physician advised to remove the lifevest periodically due to the skin irritation. Outcome of the irritation is unknown

Event description:
A us distributor contacted zoll to report that a patient developed a broken rash on their left and right side. The patient¿s physician advised to remove the lifevest periodically due to the skin irritation. Outcome of the irritation is unknown

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.